Event description:
Patient called lxn alleging a "pc" message was frozen on the display. No symptoms reported while attempting to test. The issue was unresolved with troubleshooting. No further information has been reported.